Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed the blade stalled and the motor was not running. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out.

Manufacturer narrative:
The analysis of the device is still being performed by the manufacturing registered site.

Event description:
It was reported that the mdu showed an error message when plugged in to multiple boxes. No case reported; therefore, there was no patient involvement. A preliminary analysis performed by the manufacturer has concluded that this unit had a blade stall error, which makes it a reportable event.